Manufacturer narrative:
The reported event of balloon deterioration was confirmed. Balloon latex appeared to have deteriorated and leakage was observed through the cracks on the balloon. Proximal balloon windings was removed to match balloon edges. Balloon edges did not appear to match. Per eas 556 rev.bp, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." Both balloon windings were intact. No other visible damage was observed from catheter body. Based on the available information, it cannot be confirmed that the failure "balloon - latex deterioration" is associated to design or the manufacturing process or that there was a product non-conformance that potentially contributed to the complaint. The actual manufacturing process and the balloon storage were verified, and the were no discrepancies found. A device history record review was completed and documented that device met all specifications upon distribution. The UDI number for this device is: (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon on this catheter seems to be old and deteriorated on this fogarty catheter. The balloon seems to have a hole on it too. There is no patient harm. Patient demographics were requested but is not available.